Event description:
Information was received indicating that a smiths medical medfusion pump's plunger position count was .026 and there was an acu watchdog failure. There was no patient involvement.

Manufacturer narrative:
Other text: the device was received for evaluation. Visual and functional testing were performed and the reported issue was confirmed. During visual inspection, the device was found to have damage to the left plunger case. During functional testing, the device produced a watch dog failure during start-up. The pump history log always revealed there was a check clutch, ac power strobe and acy watch dog alarm in the alarm history. The carriage was broken along with the position pot tab and the display would give different alarm errors. The carriage, position pot and main board were replaced to resolve the issue confirmed during functional testing. As preventative maintenance, the left plunger case, plunger tube and a broken screw were replaced. Following all part replacements and preventative maintenance, functional testing was performed and the device passed. It was concluded that the root cause was due to physical damage induced by the end user. A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Additional information: g1, h6, h10 this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).